Event description:
The surgeon was performing a surgery using a 355 mm endopath laparoscopy port. The dr noticed a piece of plastic stuck to the tip of the irrigation hose. Removed the plastic seal and put it in a bag and sent it to the clinical engineering dept. It was confirmed that the seal was from the endopath. Contacted the co. Hosp went through it's records and noted a similar problem had occurred with a similar endopath.